Event description:
51 y/o female addmitted on 4/25/94 for possible cardiac insufficiency, with symptoms of exertional dyspnea, cough & extreme weakness. On 4/25/94 echo revealed large pericardial effusion. Pt. Taken to surgery 4/27/94 for thorocoscopy, pericardectomy, multiple pulmonary biopsies & lysis of pleural adhesions. During thorocoscopy 2 number 12 trocars fragmented at the tip. Fragmented tips retrieved. The surgery was continued with trocars from a different manufacturer. No adverse effect to patient care.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.